Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed de novo lesion was located in apical region of a moderately tortuous and severely calcified left anterior descending artery. The physician advanced the 9mm x 1.50mm maverick otw balloon to the lesion for predilatation. The balloon was inflated once to 6atms and twice to 8atms. The balloon was then inflated a fourth time to 10atms and ruptured. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).